Manufacturer narrative:
The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an optical defect in the center of the intraocular lens (iol) which was noticed by the surgeon when the lens was inserted. Additional information is requested.